Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they received inappropriate shocks from their implantable cardioverter defibrillator (ICD) and had to go to the emergency room (ER). Follow-up with the clinic indicated the patient had been receiving inappropriate shocks due to atrial fibrillation. Because the patient has a single-chamber defibrillator, it does not distinguish between atrial fibrillation and ventricular tachycardia, resulting in the inappropriate therapy. It was also noted that the patient was complaining of phantom shocks. The device remains in use. No further patient complications have been reported as a result of this event.